Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt a completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported during an ablation procedure, air bubbles were observed on the arm of the stopcock. The bubbles were seen when the physician attempted to flush the sheath. The device was replaced and the procedure was completed. There were no consequences to the pt.